Manufacturer narrative:
The m3150a was verified after the incident by the hewlett-packard customer engineer. He had a nurse observe the alarm detection of the central station during the test. The nurse reported that the "alarm behavior of the system looks normal" for the type of alarm being generated. Specifically, red alarms at the central produced red sounds and section indications. An inoperative condition produced inop sounds and sector indication. The bedside was verified to not produce alarm indication. No printouts or ECG recordings are available from the incident. Remedial action is being taken by installing m3150a software revision a.02 which corrects the bedside alarm issue.

Event description:
While being monitored, a pt went into asystole. An alarm was generated on the central station, but not at the bedside. A nurse was in the room near the pt, but she was not alerted since the bedside didn't alarm. The pt died shortly after the incident. According to the head nurse, the pt was in critical condition before the incident. There are no printouts/electrocardiograph recordings available because the pt was discharged immediately after the event.